Event description:
The complainant reported that a pt had a prima zi abutment placed at (fdi dental site 21) on (B)(6), 2009. The abutment was reported to have fractured at the internal lobe connection on (B)(4), 2011. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The abutment with crown attached, internal lobes section, and abutment screw were returned for evaluation. The crown showed evidence of damage; the clinician used a bur to modify the crown in order to gain access to the abutment screw. Our investigation revealed the abutment fracture as a result of the pt biting on a chicken bone. The reported incident was confirmed, trauma was cited as the root cause of the failure. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).